Manufacturer narrative:
The analysis of the returned device is complete. The results are below: the event log which was pulled showed normal infusion behavior. During investigation, the pump was programmed with the therapy used by the end user: rate of 99ml/hr and vtbi 10ml. Final infused amount was 9.83ml, which is -1.7% flow rate accuracy, falling within the pump's +/- 5% specifications.

Event description:
Biomedical engineer reported "pump is failing volume test". Pump was not in use during time of event.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.